Manufacturer narrative:
Expiration date - added, product available to stryker and returned date: updated, device evaluated by mfg, summary attached: updated, manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The synchro guidewire was examined, and it was observed that the guidewire was returned in three fragments. The guidewire proximal fragment was approximately 184.3cm long the guidewire distal section was approximately 15.2cm long. The guidewire nitinol and core wire were separated. The nitinol was also separated at 182.7cm from proximal. The core wire approximately 1.6cm section was protruding through the nitinol on proximal separated section. The core wire distal side was also protruding through the nitinol distal side. Additionally, the guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its proximal 55.0cm length from its proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. No anomalies were observed with the hydrophilic coating. From the condition of the guidewire the functional evaluation could not be performed. Additional information provided by the customer indicated that the guidewire was prepared as per the device direction for use (dfu). The torque device was not returned back with the device and could not be inspected to determine if its use contributed to the ptfe peeling, as a result, the cause of "undeterminable" has been assigned to the as analyzed code 'guidewire ptfe coating peeling.' The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the reported and analyzed code ' guidewire broken/fractured inside patient.'

Event description:
It was reported that during the basilar artery (ba) occlusion case, the distal of the subject device guidewire could not move. Therefore; the subject device was withdrawn and it was found to be fractured and part of it remained in patient's vessel. The operator used the non-stryker balloon to compress the proximal of the fractured part and withdrew it. The procedure was continued and completed successfully. The patient was discharged and there was no impact on patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the basilar artery (ba) occlusion case, the distal of the subject device guidewire could not move. Therefore; the subject device was withdrawn and it was found to be fractured and part of it remained in patient's vessel. The operator used the non-stryker balloon to compress the proximal of the fractured part and withdrew it. The procedure was continued and completed successfully. The patient was discharged and there was no impact on patient.